Manufacturer narrative:
The user reported the pdm is not holding charge and gets very hot when it is charging. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. Inspection of the log files show no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found no signs of power sensitivity issues. A battery life test was conducted and a full charge lasted the full 48 hours. No damages or defects were observed to the battery or to the battery compartment. No problem was found. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would not hold charge and was alleged to be getting hot while charging.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.